Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopy with repair of incisional hernia with mesh. His original surgery was 4 months ago. During this procedure he underwent a laparoscopic assisted manual reduction of incarcerated abdominal wall hernia, and a laparoscopic repair of ventral hernia with mesh. The patient experienced recurrence.

Manufacturer narrative:
New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.